Event description:
It was reported that the patient experienced a high blood glucose event due to a bent cannula involving two infusion sets from six months prior, on (B)(6) 2026, which was treated with a correction injection via multiple daily injections (mdi) and bolus delivery via the pump. The infusion set had been in use for six hours and was inserted in the abdomen.

Manufacturer narrative:
MDR (B)(4). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4).